Event description:
The customer observed biased control results on the vitros dt60 anlayzer using amon sides. Biased results could lead to inappropriate physician action. No biased results were reported. There was no report of patient harm as a result of this event.